Event description:
It was reported that one month post a chronic catheter placement, the catheter allegedly ruptured outside the body. It was further reported that the blood was dripping from the rupture site. Furthermore, the catheter was torn in two. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one hickman clamping sleeve segment was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the adhesive portion at the distal end of the clamping sleeve. The remaining segments of the device were not returned. The edges of the complete circumferential break on the distal end of the extension leg were noted to be uneven. Therefore, the investigation is confirmed for the reported fracture, fluid leak and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month post a chronic catheter placement, the catheter allegedly ruptured outside the body. It was further reported that the blood was dripping from the rupture site. Additionally, the catheter was torn in two. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.